Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the door switch was damaged and that the dingus was not positioned correctly. The medtronic representative replaced the door switch and re-positioned the dingus. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that it was not possible to invalided home on the imaging system, and the door could not open nor dock. No patient was present during the time of the reported incident.